Manufacturer narrative:
H3, h6: the device was returned for root cause analysis. The investigation findings concluded, after a visual inspection, functional testing, and review of the event history logs, that the pump's downstream occlusion (dso) seal was coming off. The customer problem was not duplicated as the customer did not complain of a specific problem. The investigation indicated a reportable malfunction due to the dso seal coming off. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump went into alarm immediately after powering up, and even the display would not turn on. The manufacturer representative replaced the printed wiring assembly (pwa) as preventative maintenance.

Event description:
It was reported that the device was for repair. The customer returned the product for repair, and during physical inspection it was found that the downstream occlusion (dso) seal was coming off. There was unknown patient involvement.